Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had scratches and cracks on the blades. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was observed. It is unknown if arcing occurred during the procedure or if there was any injury to the patient. No images or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint regarding scratched and cracks on blade was confirmed by failure analysis. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.